Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error when trying to deliver a bolus and the buttons were not responding. Customer stated she was snowboarding and the insulin pump got wet. Blood glucose value is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.